Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? No information. If so, did the noise prevent insufflation? Please describe the noise. N/a. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, but the device was replaced with another one soon, there was no problem. What was the gas consumption rate or volume (liter/minute)? The flow rate was unk, the inner pressure was 8l/min. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? If so, what device? A forceps. Was any torque being applied to the trocar or device? No. The analysis results of the device found that it was received with the obturator inserted through the sleeve causing the deformation of the seal mechanism. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, abdominal air leaked after about 30 minutes. A 5mm forceps was used with the device and the forceps was not taken in and out of the device often. Another device was used to complete the case. There were no adverse consequences for the patient.